Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient felt sick and that the implantable pulse generator (ipg) was pacing below the lower limit . The ipg remains in use. No further patient complications have been reported as a result of this event.